Manufacturer narrative:
Further information was requested but not available.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited r wave amplitude variation and loss of capture. The lead was removed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not available.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited r wave amplitude variation and loss of capture. The lead was removed. The patient was in stable condition.

Manufacturer narrative:
The event failure to capture and r-wave amp variation were not confirmed. The final analysis found that a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.